Event description:
A foreign user facility reported that two (2) patients sustained a burn to the lip area following treatment with a bios splendor x device. This complaint is for patient 1 - initials (B)(6).